Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2012, the patient had an ankle lateral stabilizing procedure performed on her right ankle (plla implant). Shortly after, the patient began to have an all over body rash and a skin breakdown at the surgical site. Six months post-op, she begun to have headaches, fatigue, and vomiting. She has seen a dermatologist and an allergist but neither could provide any information as to the cause of the patient's symptoms. She was informed by her surgeon that she was having a reaction to the implant in her ankle. She had a scheduled revision to remove the implant on (B)(6) 2013. The patient, female, is not a smoker, diabetic or lactose intolerant, she is a relatively healthy person. This will require the patient to be in a boot again for possible up to 6 weeks and she will remain off work.